Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing burning pain and or heating at the pocket site was not duplicated or confirmed. Device exhibits normal characteristics.

Event description:
A report was received that the patient's ipg was a little high on the right buttock wherein the upper half was above the fatty part. The patient stated this was causing some pain. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg was a little high on the right buttock wherein the upper half was above the fatty part. The patient stated this was causing some pain. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.